Event description:
It was reported the device could not be interrogated and there was no magnet response. Three programmers in three different rooms were attempted, without success. Intermittent, irregular pacing and no output were also reported. The patient complained of palpitation and dizziness. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) preliminary analysis revealed a no output and no telemetry condition. Additional analysis confirmed the no output and no telemetry conditions. The exact cause of the anomaly could not be determined. The condition disappeared during analysis.